Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant using a small flexnav delivery system. During the procedure, the device could be re-sheathed approximately only 70%. There was no problem until halfway through resheathing, but when about 30% of resheathing remained, the wheel suddenly became stiff and could not be turned. With 70% re-sheathed, the device was re-positioned to patient¿s native aortic annulus and implanted successfully. Final implantation depth of navitor was a bit deep. However the patient was stable throughout procedure and no health impact occurred. After use, outside patient anatomy, deformation was observed on the ao side of the capsule exterior. It is thought that excessive force was applied to the capsule by turning the wheel under resistance.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H10. Upon review, the 25mm navitor transcatheter aortic valve should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious eventna.

Event description:
Upon review, the 25mm navitor transcatheter aortic valve should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. See related manufacturer reference number: 2135147-2024-00975-00.